Event description:
Pt had skin irritation around the stoma site. A prescription ointment was applied. No further details are available. Note: the event date given above is approximate. One pt involved.